Manufacturer narrative:
Pump was received with intermittent button response and button error alarm due to corroded keypad traces. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear. Customer reported of wearing insulin pump in pocket. Customer's blood glucose was 120 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.